Event description:
The customer reported to olympus that during a diagnostic colonoscopy, this evis exera iii video system center can be used using 190 series scopes, but no 180 series scopes. No error messages were seen. The procedure was delayed for seventy-five (75) minutes due to the equipment failure. Patient was sedated with propofol and was under prolonged anesthesia time. The procedure was completed by using another device. There were no medical intervention required as a result of the reported problem. The cabling was checked and scope cable replaced with a known working cable, but no change. The digital light source cable was changed with a known working cable with no change. All other cabling and settings were checked. The customer was advised to send in the device for repair. There were no reports of patient or user harm associated with this event.